Manufacturer narrative:
The device was originally reported to be a delta valve. However, the returned valve was identified as a csf-flow control valve, medium pressure. The returned valve was patent, and met the requirements for reflux testing. However, it did not meet the requirements for pressure-flow, pre-implantation and leak testing. There was a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the instructions for use also caution that the ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision.¿ there was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted on (B)(6) 2015 because it had failed. Reportedly, there was no injury to the patient.